Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to recurrent regurgitation deemed device related. Crd_1002 - expand g4 phase 1 and phase 2 study patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) with a posterior leaflet prolapse and flail. One mitraclip was implanted, reducing the mr to grade 1+. On (B)(6) 2024, recurrent mr was noted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported mitral regurgitation (mr) could not be conclusively determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.